Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. All components of the existing aus were explanted and replaced with a new aus. There was no malfunction associated with the explanted device and back when this device was implanted, the original cuff size was the correct for the patient. No information was provided regarding the level of incontinence prior having the new aus implanted. No further intervention was required.